Event description:
Account alleged that the plug receptacle will arc when plugging the bed into a wall outlet. Account stated that there were no injuries.

Manufacturer narrative:
Account installed the power resistor kit on the bed and the power resistor kit did resolve the arcing issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.